Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were cubies with read write errors. A field service engineer (fse) worked with customer to unload and delete cubies with read write errors. Then fse powered down the station, reseated cables, reassembled, and rebooted the station and verified functionality. The fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubies failure. Auxiliary drawer 2.1 pocket b4 and e1 failed, customer troubleshooted using reboot and storage space recovery but issue still persist. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.